Manufacturer narrative:
The device was used for treatment. As the device was not returned we were not able to carry out product evaluation. So we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As stated in the IFU, the dressing and surrounding skin site should be regularly monitored. If any adverse reactions are identified, the user¿s healthcare professional should be contacted in the first instance as it was reported in this event. As with all adhesive products, irritation may be caused to those with sensitive or fragile skin. The instructions for use provide comprehensive instructions of the safe operation, use and limitations of the device. Risk management files contain the reported failure mode. No update required. A clinical/medical assessment was performed and determined no further actions are required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: case (B)(4).

Event description:
It was reported that a customer has used cica-care and the keloid became more red and raised on the same day after 17 days of use. The issue was completed by advising the customer to stop usage of cica-care for the next 2-3 days and wait for the redness and itchiness to resolve. The scar used on was a post-c-sec scar.